Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed february 24, 2014.

Event description:
Per the clinic, the patient experienced a performance decrement due to tip fold over of the electrode array in the cochlea. The device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.the manufacturer became aware upon receipt of the explanted device on (B)(6) 2014.